Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 was failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer experienced a failure. A field service engineer (fse) found drawer failure was caused by a defective module board. Fse replaced the faulty module board. After completing the replacement, the drawer was tested, and the customer confirmed that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.